Event description:
It was reported that the lead impedance rose from 450 ohms to 1200 ohms and the pacing thresholds had risen, potentially due to lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the defib conductor was distorted and the outer insulation was breached cut, apparent explant damage; calcium found on the ring electrode; partial lead in segments returned and analyzed.